Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a open red (can h) and brown (-5v) wires in the trunk cable. The root cause for the open wires was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check belt messages.